Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2006. Additionally, mesh was implanted on (B)(6) 2007 due to post failed sling, post failed coaptite injection and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and additional mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a transvaginal urethrolysis, sling procedure using mesh (spiral sling), cystoscopy on 03/12/2007.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary stress incontinence.